Event description:
Medtronic received information regarding an imaging system being used for sacroiliac and thoracolumbar procedure. It was reported that the surgeons at the account claimed that the imaging system was "off." They claimed that there was no indication that the system was inaccurate until they took an x-ray to confirm the screw placement, only to find that the surgery was inaccurate. This issue occurred postoperatively and did not cause any surgical delay. There was no reported impact on patient outcome. Troubleshooting stating that the call occurred after the issue, so no troubleshoot could take place with the patient present. Site didn't know which patient was involved with this issue.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that system recalibration and checkout were complete. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000896. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.